Event description:
Patient claim breast implant illness, symptoms: autoimmune issues, reynard syndrome, poor circulation, joint pain, brain fog, blood pooling and dizziness. There isn¿t an official medical diagnosis for breast implant illness

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.